Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle non-patient end was found broken. The following information was provided by the initial reporter, translated from japanese: "this is a report about a broken needle npe. The user states that the needle npe was found to be broken when the label was removed. The pharmacist is suspecting that the user may have attached the pen needle not straight but slantingly to the pen."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle non-patient end was found broken. The following information was provided by the initial reporter, translated from japanese: "this is a report about a broken needle npe. The user states that the needle npe was found to be broken when the label was removed. The pharmacist is suspecting that the user may have attached the pen needle not straight but slantingly to the pen."